Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Six devices were received for evaluation; 6 events were confirmed during testing. Three devices were found to be affected by corrosion 1 device was found to have non-stryker components. One devices was found to have damaged internal components. One device was found to be affected by corrosion and damaged internal components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device had unintended activation. Five reported events had no patient involvement; no patient impact. One reported event had patient involvement; no patient impact.